Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they received their replacement programmer, and wanted assistance using it. The patient noted getting a poor communication message. They stated they are very fat, so they may need someone to help hold the programmer in place. It was noted that the patient had not charged in several months, so they were redirected to their healthcare provider for further assistance with their battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient was having poor or no telemetry (communication) with recharging their ins. The patient had difficulty charging. The patient tried connecting the implantable neurostimulator recharger (insr) with their ins last night without success. They are unable to get passed the reposition screen. It was reported the last time they were successfully able to recharge was several months ago. It was also reported that the patient stopped recharging their ins since they received steroid shots for an unrelated issue, due to not using stimulation as much. It has been more than one to three months since the patient recharged. The patient was redirected to their healthcare provider to address a possible overdischarged ins. The event occurred on (B)(6) 2017 and there were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that there was an alleged overdischarge. The reason for not maintaining the charge or using the implantable neurostimulator was because the patient was on steroid injections for an unrelated medical issue.